Event description:
It was reported that during preparation a torflex 8.5f 63cm 135deg was selected for use. It was found that the stopcock was broken. See attached photo. There was no visible damage on the packaging. A new device was used to complete the procedure. No patient complications occurred. It was further reported that the white part of the movable lever was broken upon opening the device. There was no leakage observed the device was not used.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation a torflex 8.5f, 63cm, 135deg, was selected for use. It was found that the stopcock was broken. There was no visible damage on the packaging. A new device was used to complete the procedure. No patient complications occurred.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.